Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to change the entire infusion set and call back when the alarm occures again. No further information was reported.